Event description:
It was reported that the insulin pump alarmed motor error. The insulin pump was not exposed to high magnetic fields. Unable to conduct the displacement test due to the motor error alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder signal.